Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer entered a blood glucose value of 22 mg/dl instead of 225 mg/dl when requesting a bolus. Customer corrected the incorrect entry and did not deliver a bolus based off of 22 mg/dl. There was no reported impact to customer's blood glucose level.